Manufacturer narrative:
(B)(4). Batch #: v9461t. Additional information was requested and the following was obtained: was the device cleaned post surgery prior to returning the device to ethicon? Our sales rep believes that the hospital did not clean the complaint product because he received it immediately after the surgery. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was returned with no apparent damage. The device was tested on the generator and passed all functional testing. However, during mechanical test it was observed that the blade was exposed once the jaws were opened. The device was disassembled to inspect internal components and it was observed that the blade was broken at rod near to the weld. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, during a thoracoscopic esophagectomy, the connection part of the shaft and the jaws broke when the nurse cleaned the jaws outside the patient. No pieces fell into the patient. Gen11 was used. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.